Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Same as event reported in (B)(4).

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification found the tubing/bushing to patient adapter dimension was out of tolerance. Functional testing performed included leak testing, clear passage test, clamp function test, and integrity of seal surface testing (patient adapter to titanium adapter connection testing) with no issues noted. In an attempt to duplicate the reported separation of the patient adapter and the tubing, the tubing and patient adapter were twisted as described in the event description, causing disconnection of the two components on the sample. Therefore, the reported problem of tube separated with patient connector was verified by twisting the tubing and patient adapter as described in the event description. The assignable cause code was determined to be use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿twist the transfer set connector until it is firmly seated¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set tubing separated from the catheter/patient connector of the transfer set. The nurse stated that they twisted the tubing and it came off from the patient connector. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 6.